Event description:
The facility reported a fail code 538. Despite baxter's efforts to obtain add'l info, no info regarding whether or not the device was in use on a pt when this failure occurred was not avail, and no add'l contact info was avail.